Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. It was also reported that the customer selected the change cartridge step however did not complete the process. Which resulted in an elevated bg level. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection.